Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief and the cable connecting ECG c and ECG d was pulled from strain relief, damaging ECG c and d cable connector j704 on the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to complete incoming functionality testing.